Manufacturer narrative:
Additional information b5. Medtronic received additional information that the same insertion site was used for the replaced cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator and an eopa arterial cannula, it was reported that after going on bypass, giving cardioplegia, and clamping on, the inlet pressure of the oxy rise up (to 700 mmhg). The perfusionist couldn¿t increase the flow (in retrospect- because of setup settings that limits the flow in case of high pressure). The surgeon decided to change the arterial cannula in case of a bad cannulation and as an effort to reduce the pressure. When the chief perfusionist entered the picture, he continued the bypass with high pressure and desirable flow (after changing the setup and enable to work with high pressure). During the crisis there were few minutes that the patient was with arrested heart and without circulation (very low flow). See attached photos. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the patient was recovering sufficiently without complication or an extension of hospi talization. Medtronic received additional information that the pressure increased suddenly. It increased 5 minutes after going on bypass. There was 1ml of heparin used during priming and a full heparin dose given before cannulation. Heparin dosing was monitored with an act to achieve optimal therapeutic response. The act value was above 420 seconds. The temperatures pre and post oxygenator were 34 degrees celsius. The allegation was against the performance of the oxygenator. There was high pressure at the inlet of oxygenaor. It was a normal process during heart surgery to give cardioplegia solution to arrest the heart. It was normally during this time that the heart lung machine delivered oxygenated blood to the body. Medtronic received additional information that the surgeon tried to improve the pressure by re-cannulation. There was no insertion/removal issue with the cannula. The customer was unsure if the same insertion site was used for the replaced cannula.